Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h6; h11. D10: medical product: milling handpiece: catalog#00592704000, lot#13010637. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Photograph provided shows fractured burr stuck in handpiece. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the milling burr fractured inside the milling handpiece. The surgeon was unable to remove the burr from the handpiece and another handpiece and burr were used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in taiwan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.